Event description:
The customer stated that their sony flat panel display for the acuity central monitoring station failed. This resulted in a temporary inability to monitor pts centrally until the customer replaced the monitor. Note 1 for block a: the customer did not provide any pt info.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. The customer stated that her acuity systems has been up and running with a replacement monitor since the date of the event. The device was not returned, therefore, no further investigation can be conducted.